Event description:
A consumer reported receiving imprecise back to back readings on their exactech blood glucose monitor. The values, when plotted on a clark error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.